Event description:
Journal reference: loher tj, capelle hh, kaelin-lang a, et al. Deep brain stimulation for dystonia: outcome at long-term follow-up. J neurol. 2008;255(6):881-884. Deep brain stimulation (dbs) has emerged as a useful therapeutic option for pts with insufficient benefit from conservative treatment. Nine pts had undergone pallidal stimulation except one pt with paroxysmal dystonia who underwent thalamic stimulation. Dbs maintains marked long-term symptomatic and functional improvement in the majority of pts with dystonia. Reportable event: pt 4, female at implant, had three episodes of sudden clinical deterioration due to lead fractures necessitating repeat surgery.